Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the insulin pump screen. Customer experienced high blood glucose of 573 mg/dl. The customer was treated with manual injection. Customer stated that the insulin pump system was not been use within 48 hours of reported high blood glucose event. The customer will discontinue use of the device.